Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that during implant both the atrial and ventricle leads were attempted but not used. The leads could not reach their target position. The leads were removed and new leads were used to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.